Event description:
It was reported that the procedure was to treat the first diagonal coronary artery with moderate calcification, moderate tortuosity and 90% stenosis. For pre-dilation, the 3.0×12mm nc trek neo balloon dilatation catheter (bdc) was prepped per the IFU and advanced with resistance felt from the patients anatomy. The balloon was inflated once to 12 atmospheres when a rupture occurred. Another trek bdc was used to continue the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. The production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined that the reported difficulty advancing the device and balloon rupture appear to be related to operational context. There was no leak noted during preparation, which suggests a product quality issue did not contribute to the reported difficulties. It was reported by the account that the balloon dilatation catheter (bdc) interacted with the moderately calcified anatomy resulting in the reported difficulty advancing the device and subsequently the balloon became damaged and ruptured during inflation. Based on the reported information, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.